Manufacturer narrative:
Additional narrative: no product was returned. A review of manufacturing records and complaints database did not identify any anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The type of this complaint is armd. On (B)(6), revision took place for possible armd. The patient had undergone primary tha for oa on (B)(6) in 2008. The patient has felt uncomfortable with the right hip joint for about 3 years and become difficult to walk. The patient has been in a slight pain. There has been a noise which sounds like the head is moving. In this revision, the head and the liner were replaced. During the surgery, black substances were found around the interlocking part of the taper. The complainant has requested the cut of the neck and the investigation of the black substances. The surgical delay has not been reported. The patient is now under observation for a full recovery.

Manufacturer narrative:
***Addendum added 12 aug 2015*** the products, lab report, and third party report were reviewed by bioengineering and a report was received stating based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. From the information reviewed in this report it is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving the device for evaluation. Depuy will notify the FDA when the investigation is complete.